Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying the cause of the patient not feeling stimulation in the middle of the night was due to a patient issue, there was no issue with the scs. The patient was reinstructed on the proper use to resolve the issue.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). When asked if their physician was able to determine the cause of the loss of stimulation sensation in the middle of the night, the patient stated that it was a misunderstanding on their part. The healthcare provider (hcp) cleared it up for them. When asked what steps were taken to resolve the issue, the patient stated that the hcp explained it to them, and that they understand, and the problem was solved. The patient stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they feel the stimulation most of the time but as of two nights ago they are not feeling the stimulation in the middle of the night. Patient commented when they turn it on in the morning they feel it. Agent reviewed information and patient confirmed therapy was on. Agent redirected the patient to hcp if the issue persists.